Event description:
I was preparing dinner on the (B)(6) 2024 when the dreaded #3028 inspire generator became intensely hot and then came the electrical daggers across my chest and neck. Unlike the other three times, my left arm also stung from the hot battery. It was 2024, for years since my previous encounter, so I was not expecting this reoccurrence. The hospital is 10 mins away, but the fire station is less than five, so we traveled the shortest distance to get an ECG with a 12 electrode system. My heart proved to be fine, so I knew then my problem was with inspire gain. While it's happening, the pain is a 9. Please call me, this device has got to move from the shelves. My model was at june 2024 recall, I have it and #4063, the problematic stimulation lead and with 4323, the sensing lead. Reference reports; mw5165538, mw5165539.